Event description:
The customer reported the sys is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reset the cmos settings. Sys operates as intended. (B)(4).